Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that part of the paddle electrode was broken. The fse evaluated the device on site and determined this was a malfunction of the paddle electrode. The fse replaced the paddle electrode to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddle electrode. The reported problem was confirmed. The fse replaced the paddle electrode to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that part of the paddle electrode was broken. The fse evaluated the device on site and determined this was a malfunction of the paddle electrode. The fse replaced the paddle electrode to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddle electrode. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the paddle electrode to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that part of the paddle electrode was broken. There was no reported patient involvement.

Event description:
It was reported to philips that the heartstart xl+ exhibited a broken paddle electrode. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.